Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had acute drop in flow. The patient was transported to the cardiovascular operating room (cvor) for a pump exchange related to ingestion. The pump was exchanged on (B)(6) 2026 and log files from (B)(6) 2026 were sent for review containing date from (B)(6) 2026 to (B)(6) 2026. The event log file captured multiple low flow alarms and low speed advisories starting on (B)(6) 2026 at 16:12. There was also multiple set speed change during this time that caused low speed advisory alarms. On (B)(6) 2026, it was reported that there were two big clots in the inflow graft. It was suspected that this may have been the cause of the acute drop in flow without the rotor parameters being affected. The patient was doing well on the second pump.